Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be confirmed. The inspection results indicated that there was no sign of water immersion, and images were output without any problem. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image, water got all over the equipment and it needs to be checked to make sure there is no internal damage. The image did not want to work, it just went all black. The issue was found during an unspecified procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the no image issue could not be reproduced, the unit was inspected and tested and there was no sign of water invasion, the unit passed all functional testing. Additional findings include the following: the device had a worn out video cable connector latch causing a poor connection with the cabling, and it was recommended to upgrade software version 3.01 to 4.10. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.